Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. A revision procedure has been indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay this is a duplicate report of 1825034-2014-01405.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.